Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
It was reported that this pacemaker had entered safety mode pre-implant and was not implanted. There was no patient involved, thus there was no patient impact.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing was available. The cause of the memory corruption is not known.